Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent-assisted embolization, an orbit galaxy xtrasoft coil (640hx0206, 30571046) became impeded and could not be advanced anymore. The coil was retracted, and it was found to be unraveled/stretched. The physician switched to a new device to complete the surgery. There was no patient injury reported. No additional information is available. A non-sterile og helical xtrsoft coil 2x6 was received inside of a pouch. The device was inspected, and hypotube was found in good condition. Embolic coil was still inside the introducer. The device was inspected under a microscope, and embolic coil was observed stretched inside the introducer. The functional test could not be performed due to the conditions in which the device was received. A manufacturing record evaluation (mre) was performed, and no non-conformances related to the complaint were found during the review. An EU ent4.5mmd 28mml wno dstl tp was returned to cerenovus for evaluation. The device was inspected and hypotube was found in good and normal conditions. No kinks were observed during visual analysis. Embolic coil was still inside of the introducer. Microscopic inspection revealed that embolic coil was stretched. Due to this condition no further test could be performed. Although the failure could not be replicated due to the conditions encountered in the device, the damages described above could be the result of maneuvering and excessive force applied during the advancement or retrieval of the coil. Therefore, the customer complaint was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. Impeded in microcatheter and coil unraveled/stretched are a known potential product failures associated with the use of the device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: ¿ never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. ¿ if unusual friction is noted within the infusion catheter, remove the detachable coil system. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent-assisted embolization, an orbit galaxy xtrasoft coil (640hx0206, 30571046) became impeded and could not be advanced anymore. The coil was retracted, and it was found to be unraveled/stretched. The physician switched to a new device to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.